Manufacturer narrative:
A second device, that had been implanted in l5-s1, was left as it was, as it presented normal.

Event description:
The surgeon, through the distributor, reported the c module disengaged at l4-l5. Reoperation was conducted to remove the c module. The remaining modules were left in the disc space, as bony structures were apparent in the a and b modules.